Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 6f exoseal vascular closure device (vcd) was used, the visual indicator window was found to not change in color, and it came out. Hemostasis was achieved by manual pressure. There were no reports of patient injury. This was an endovascular therapy case (evt) case. A brite tip catheter sheath introducer (csi) was used as a concomitant device. The device will not be returned for evaluation.